Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment details were not reported. Action taken with dianeal therapy was not reported. Patient recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was discharged home from the hospital. Three days prior to the receipt of this report, the patient went to the emergency room (ER) for another indication. However, it was reportedly ¿too late¿ and the patient was believed to have passed away in the ER, however, this was not confirmed as the location of the patient¿s death. The cause of death was not reported. It was unknown if the patient recovered from the peritonitis event prior to death. Dianeal therapies were ongoing until the time of death. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.